Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the 0.018 wire got stuck in the peel away sheath and broke off. No other information provided. There was no patient harm.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Pd-any device- (separation, break): the cause of the guidewire issue is unintended use error resulting in the repo unit sheath pinching the guidewire. Difficult/unable to remove through other device: the cause of the delivery issue is unintended use error resulting in the repo unit sheath pinching the guidewire.

Manufacturer narrative:
Correction: h6b medical device problem code a150206 was incorrectly reported on the initial report. A150207 has been added.

Manufacturer narrative:
Additional information was updated in b5 correction: section h6 has been update with correct investigation and conclusion codes. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Additional information received that the wire was retrieved from the peel away sheath as the part that broke was outside the patient already. When the peel away sheath was removed the remaining part of the wire was retrieved. At the conclusion of the case the impella was successfully explanted and the patient was transferred to ICU. Patient outcome was successful and ic mentioned patient had been home.